Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had unresponsive buttons and alarmed. Customer stated the act button is not responding. Customer is trying to rewind; received motor error and off no power. The customer's blood glucose was 217 mg/dl. Customer stated act button won't work. Customer stated they keep losing power and motor error. Customer also stated the insulin pump alarmed motor error. Assisted with performing pump rewind. We were unable to completed troubleshooting, button is not responding customer does not trust insulin pump, stated something is wrong with, and keeps losing power. Customer stated they inserted a new battery, but insulin pump won't do anything. Advised customer with be replaced, advised to discontinue the use of the insulin pump and revert to backup plan.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm and off no power battery alert due to buttons not responding. The motor was tested outside of the device and passed. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.